Event description:
The customer initially reported that the device insulation was stripped when going into the trocar. The surgeon stated he believed the problem was torque. The customer removed the handpiece from the trocar with no ill effect to the pt. The incident device was returned and a visual inspection revealed that the insulation on the shaft was scraped away, leaving over 1 inch of metal exposed near the jaw.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.